Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Initial reporter - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to instability.